Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer was unable to load a new cartridge and resorted to an alternative method of insulin delivery. It was also reported the customer experienced difficulty charging the pump with the usb cable. A replacement cable was sent to the customer. There was no reported impact to the customer's blood glucose level.